Event description:
A 76-yr-old female with history of hypoglycemia and hypotension was admitted to another hosp with myocardial infarction and developed cardiogenic shock (additionally, she had hypoxia, respiratory failure, acute renal failure, and hypokalemia). Pt was transferred to this facility for possible cardiac catheterization and surgery. A pawp catheter, which had been placed at the first hosp, was giving inappropriate readings and was repositioned twice. On the second repositioning, bleeding occurred from the endotracheal tube (approx 75cc blood). The catheter was noted to be at the 42 cm marker. The procedure was stopped and bleeding ceased after about 10 min. Chest x-ray revealed the catheter in the distal position. Pt stabilized, but remained in critical condition. On 1/29/97 the pt underwent mv replacement, repair of atrial setal defect and CABG. Pt experienced pulmonary hemorrhage when coming off bypass pump. Resuscitative efforts failed. Pt expired.